Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found enclosure was cracked by water tank cover causing a leak, both tanks were chipped and scratched and line cord was worn. Device was filled with water, temperature check attached and powered on. The complaint was unable ti be confirmed. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A cracked enclosure was noted however, and was replaced. The problem source for this has been determined to be other.

Event description:
Information was received that device has water level sensor failure. A constant disposable alarm reported as well with a properly installed fluid warming set. Other alarms functioning properly. Incident occurred during preventive maintenance; no patient involvement.